Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A luminant localizer ll01, was involved in an event that was described as follows: the localizer box cracked during the use of the crw and the location of the ear bars sometimes puts the frame too low for bigger heads. The unit was in contact with the pt, but it is unk whether there was any injury involved with this event. Additional clinical information has been requested.